Event description:
It was reported that pump charging cord area had damage to housing and usb port pins, which affected ability to charge pump, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and use alternate insulin method if needed, while technical support arranged a replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for storage mode and returning problematic pump.